Event description:
The customer pressed the button twice to retract the needle. The needle did not retract properly and ended up in the nurses lap. One of the nurses at this facility got a needle stick injury.

Manufacturer narrative:
Conclusions- a root cause analysis could not be determined as the sample was not returned for the investigation. The device history could not be reviewed as the lot number is unknown. (B) (4)